Manufacturer narrative:
Evaluation of the returned swiftpac coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was in its initial position within the pusher assembly distal tip and the embolization coil was detached. If the swiftpac coil is retracted against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching from its pusher assembly. Based on the reported event, the root cause of the resistance could not be determined. The detached embolization coil was not returned for evaluation. Further evaluation revealed that the pusher assembly was kinked throughout its length. This damage is incidental to the reported complaint and likely occurred during packaging for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was mildly tortuous. During the procedure, while attempting to place the swiftpac into the target location, the physician determined that the swiftpac was too long for the target vessel. The physician decided to remove the swiftpac for a shorter swiftpac. While retracting the swiftpac, the physician experienced resistance and noticed that the swiftpac unintentionally detached in the common carotid artery (cca). The physician then used a balloon to push the swiftpac into the external carotid artery (eca). The physician determined that the swiftpac was safe to be left inside the patient. The procedure was completed using non-penumbra coils and the same microcatheter.